Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: craniotome devices. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device experiencing an unintended activation/motion, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the motor device experienced an unintended activation/motion. It was further observed that the device had a cord and cable damage, and it displayed an e5 error code indicating a fault in the handpiece. It was determined that the speed could not be controlled/changed. It was further determined that the device failed pretest for visual assessment, loctite assessments, cable assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, short circuit between sensor gnd and connector body, safety assessment, air pump assessment and hand control assessment. It was noted in the service order that during pre-surgery, while checking the craniotome devices with the motor device it was observed that the motor device was not working properly. It was reported that there were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.